Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 metal cautery wire of the jaws separated from the jaw. The jaws were not opened when inserting into the cannula. The wire heating element was lifted from its normal position in the jaw. The silicone insulation was intact and no components detached from the jaws. There was no procedural delay. Another vh-4000 was opened to successfully complete the procedure. There was no patient injury.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 06/22/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and charred material were visible on the heater wire and jaws, as well as a large piece of charred tissue. The heater wire was visibly bent away from the hot jaw and detached from the tip of the jaw. No defects on the clear silicone insulation were observed on the hot or cold jaws. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.